Event description:
It was reported that 1 pn relion 32g x 4mm 3b tw needle was unable or difficult to prime. The following information was provided by the initial reporter : it was reported by the consumer that the pen needles clog during priming. Date of event: unknown. Samples: discarded.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Clog test was conducted on 7pcs retention samples and no needle clog fail found. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pn relion 32g x 4mm 3b tw needle was unable or difficult to prime. The following information was provided by the initial reporter : it was reported by the consumer that the pen needles clog during priming. Date of event: unknown. Samples: discarded.